Manufacturer narrative:
Correction information b4: date of this report - updated g6: follow-up #: 1 h2: if follow-up, what type? - updated h3: device evaluated by manufacturer - "no" to "yes" h6: codes updated - type of investigation, investigation findings, investigation conclusions. Additional information d4: primary unique device identifier (UDI) h4: device manufacture date h11: evaluation summary. Evaluation summary the reported event was rainbow glow. Based on the investigation, a potential root cause of this failure is moisture condensation in the cmos module. When the temperature of the objective lens unit rises during use, condensation may occur when using functions such as air supply or water supply, resulting in a cloudy observed image. The cloudiness disappears when the air/water supply is stopped. If the watertightness of the endoscope is not maintained, the observation image may also become blurred. A definitive root cause of the reported issue could not be identified. Although multiple good faith efforts (gfes) were conducted, no additional information related to the case could be obtained. However, no information indicating patient harm has been reported. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the endoscope was manufactured at miyagi on 25-apr-2019 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions, and the dates of approval for shipment and actual date shipped were confirmed on 03-jun-2019. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode or hazard. Pentax medical has not received any further information for this event and therefore considers this medwatch report closed.

Manufacturer narrative:
G4: this device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Pentax medical apac performed a good faith effort (gfe) to gather additional information regarding this event and made multiple inquiries via email, and received a response on 11-sep-2025 stating that no response has been obtained and that communication with the responsible person in australia is ongoing. At this time, no patient harm has been reported. The questions asked were as follows: was the unclear image discovered during the endoscopic examination? (Yes/no) - if yes: was the examination completed? (Yes/no) - if completed: please specify whether it was with the endoscope concerned or an alternative endoscope. - if not completed: was the examination rescheduled and conducted on another day, or is there no plan for re-examination? Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On 28-aug-2025, pentax medical became aware of an event involving a pentax medical video colonoscope model ec38-i10cm, serial number a0004z0018 in viet nam within the apac region. The endoscope that had been repaired in may experienced a problem again in which the endoscopic image became blurry. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.